Manufacturer narrative:
Follow-up #1 date of submission 10/12/2015-device evaluation:the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: a review of the pump black box data showed no evidence of time gains or losses. During testing, a five day time test was performed and the pump was found to be holding the time accurately and within the required specifications. The complaint of a time gain/loss issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.